Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, possibly due to technique, slitting of the catheter was interrupted due to externalization of blade from the lumen, prolonging procedure, likely contributing to left ventricular (lv) lead displacement. The physician was able to revise the issue without having to re-cannulate the coronary sinus. The lv lead remains in use. No patient complic ations have been reported as a result of this event.